Manufacturer narrative:
The explanted paddle lead was returned for analysis. Visual inspection revealed that the paddle lead was cut and was missing 12 electrodes. The physician noticed the dislodged contacts during a lead revision surgery. The physician was not sure how and when contacts got dislodged from the paddle lead. All the loose contacts were retrieved from the patient. The root cause of the dislodgement of the contacts could not be determined.

Event description:
A report was received that during a lead revision due to migration the physician noted that some of the contacts were off the paddle lead. The physician decided to replace the paddle lead.

Event description:
A report was received that during a lead revision due to migration the physician noted that some of the contacts were off the paddle lead. The physician decided to replace the paddle lead.